Event description:
Caller states the pt tested approximately 4.0 inr on the coaguchek xs system while a comparison lab returned as approximately 1.0 inr. No treatment info provided. No adverse event reported. Requested return of suspect system for evaluation.